Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 128 mg/dl. No additional information was provided.